Event description:
It was reported that burrs were found with guide wire in mst and a new mst was opened to complete operations. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause remains unknown. One photo sample of a guidewire within a plastic bag was provided for evaluation. The distal end of the guidewire appears to be shown in the photo. The coil wire is observed to be frayed and elongated. The characteristics of the wire break could not be closely examined from the photo provided. Based on the condition of the guidewire shown in the photo, possible contributing factors include retraction against the needle bevel and advancement or retraction against resistance. Since the wire was observed to be frayed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recq1403 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recq1403 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that burrs were found with guide wire in mst and a new mst was opened to complete operations. No other information was provided.